Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint condition can be confirmed based on the available information. A definitive assignable root cause was not determined. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation was performed for the finished device; product code: 186727745; lot number: 262563; it was electronically reviewed and no non-conformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15.11.2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: the provided images of the items were reviewed. The head of the screw was broken from the threaded shaft. The broken shaft remained in the patient as seen from the x-rays. Manufacturing record evaluation revealed no non-conformance that could have contributed to this issue. Based on the date of manufacture, the current and manufactured revision of drawing were reviewed. The complaint condition can be confirmed based on the available information. A definitive assignable root cause was not determined. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: visual analysis of the returned sample revealed that the screw head component was broken from the screw shaft. The screw shaft was not received. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The current and manufactured to drawings were reviewed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional procode: mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, an osteoporotic patient underwent for cement augmentation. This was an mis procedure and vcffs screws used. During screw insertion, 2-screw head braked and come out on alignment sleeve, whereas screw shank was in the vertebral body itself. There was issue in innie (locking cap) insertion initially and innies threads were not engaging to the screw, and when surgeon tried to revise the screw, both the heads only came out. Total 2 screws and 4 innies damaged. Without removing fragments, the procedure was completed successfully with 60-minutes delay. The patient consequences were reported. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, qty unknown). This complaint involves (6) devices. This report is for (1) mis ti cfx fen poly 7x45. This report is 1 of 4 for (B)(4).